Event description:
It was reported that during implant, this right ventricular (rv) lead had pace impedances that were about 1700 ohms. During the implant the pace impedances went down to about 1600 ohms, but were still out of range. This lead was ultimately implanted and impedances appeared to go down to about 1090 ohms. The cause remains unknown. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.